Manufacturer narrative:
While there is no indication that serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause, or contribute to a serious injury, or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Received - 1x x-smart iq handpiece h105900000000 sn: (B)(4). 1x propex iq propex iq unit bspppiq000002 sn: (B)(4). 1x propex iq x-smart iq measurement cable b00ppiq1achpa. X-smart iq handpiece, sav various electronic problem, connector bad contact. Propex iq x-smart iq measurement cable, sav various cable problem, bad contact. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event, it was reported that a propex iq combined with a x-smart iq measurement cable was giving incorrect measurements.